Event description:
It was reported that the procedure was to treat a moderately calcified right superficial femoral artery (sfa). The 5.0x200mm armada 18 balloon dilatation catheter (bdc) ruptured at 12 atmospheres. During removal resistance was noted with the guide catheter and the balloon separated. The separated portion was removed via snare. Another unspecified device was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture, difficulty removing the device, separation, unexpected medical intervention, and removal of foreign body appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.